Event description:
Customer reported a malfunction on pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer performed a pump reset, and technical support provided guidance on reloading the cartridge and reconnecting the sensor. No recurrence of the fault was observed, and customer was instructed to continue using pump and to contact support if the issue reappears.